Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 3.5 cm in diameter x 9.5 cm long abdominal aortic aneurysm approximately one month ago. The proximal aortic neck was 24 mm in diameter and 50 mm long. The right common iliac was 15-24 mm in diameter, and left common iliac was 14-15 mm in diameter. It was reported that after deployment of a 28x18x140 talent aaa stent graft (ref mfg 2953200-2011-01751), an unknown type of endoleak was seen from the proximal side. To intervene, another talent 30x30 stent graft (ref mfg 2953200-2011-01752) and a palmaz stent were additionally deployed, but the endoleak was still observed. A reliant balloon was used for modeling the stent grafts during the case. The endoleak was though to be a proximal type I or possible type ii endoleak. It was decided to monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak), results and conclusions: (insufficient information; cause and type of endoleak are unknown).